Event description:
It was reported that the patient with this pacemaker had erosion and possible infection. Reportedly, the lead was pulled due to insufficient securing of the lead sleeve or the pocket being created too large which resulted in the device coming out of the pocket. There were no additional adverse patient effects reported. The pacemaker remains in service.